Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the distal right coronary artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion and stent strut damage was seen. Procedure was completed using a medtronic device. It was reported that the event was due to use of the device in difficult lesion morphology and not device related. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications . Deformation was evident to the 13th distal stent wraps with struts raised . No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube 21cm distal to the strain relief . The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 3cm proximal/distal to the detachment site. It was confirmed that the detachment did not occur during the procedure. The detachment occurred while putting the device back into its cover/ sheath when packaging the device for return. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.